Event description:
It was reported that laser fiber would not go down the channel of the scope during procedure. No negative impact in state of health reported.

Manufacturer narrative:
Product not be returned for evualation. Conclusion summary: investigational activities suggest multiple root causes could potentially be related to channel blockage issues. In an effort to further investigate the potential root causes, we have initiated r-CAPA-25-0060. We will continue to track and trend channel blockage issues. This event is filed under internal complaint ID (B)(4).